Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, iol optic found to have a crack upon inspecting on microscope. The surgery was completed on the same day. There was patient contact but no patient harm. No further information is expected.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The optic had a crack on the anterior side near the central optic zone. The attached photo matches the returned sample. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The associated viscoelastic was not provided. It is unknown if a qualified product was used. The reported crack was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).